Event description:
It was reported via repair work order that the base would not lower due to the frame being bent. Furthermore, no adverse consequence or clinically relevant delay in treatment was reported.